Event description:
The customer stated he was hospitalized because he experienced low blood glucose levels and was in a car accident. Troubleshooting on the insulin pump was declined by the customer. The low blood glucose levels were not reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.